Event description:
The customer reported issue was confirmed during evaluation.

Event description:
The customer reported the keypads have worn buttons and buttons which are not working properly. The customer reported issue was confirmed during evaluation.